Event description:
The customer has reported that, the device does not have any power upon turning power switch on. There have been no pt consequences reported.

Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the vacuum relay to be replaced. The device was functionally tested, met all product requirements and returned to the customer.